Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, a minor bleed occurred at the access site that required a percutaneous repair. It was reported that there was also a "malfunction" of the closure system. However information as to whether the bleed occurred due to the delivery catheter system (dcs) or the closure system could not be provided. No other adverse patient effects were reported.